Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the alarm persists even after a battery change. Customer stated that they were splashed with water earlier in the day. No further information reported.